Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reports patient was revised on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, elevated metal ions and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative notes reports caseated and scar material, audible and palpable catching of the metal-on-metal articulation, and a vertically oriented cup during the left hip revision surgery. The cup and head were removed and replaced with a competitor cup and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Number 4 states, ¿loosening or migration of the implants.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03701 / -03702 and -05689).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.